Event description:
It was reported that during the anthem knee implant implantation operation, the femoral component impactor cr was broken. The breakdown occurred outside the patient's body during the use of the tool in accordance with the methodology. There was no device fragments, so they do not fall into the patient's body. The delay was 0 - 30 minutes, additional anesthesia was not required. A replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well for him.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the device fractured into three pieces. All pieces were returned for evaluation. The device was manufactured in 2018. The device exhibits signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device exhibit signs of significant wear and usage. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.